Event description:
Pt had a bilateral augmentation mammoplasty in 1988. On 4/25/96 she was diagnosed with silicone phobia and bilateral rupture of implants without an obvious tear and a capsular contraction. Open capsulotomy, removal of implant material with capsulectomy on the right and capsulotomy on the left, and exchange with textured saline implants was performed.